Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported an issue with the keypad. When trying to input her carbohydrates, the numbers ramped up on their own. The blood glucose reading was 132 mg/dl. The patient did not recall any significant events that led to the incident.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and cracked case near display window corners. All the buttons did function properly. No ramping numbers noted on the display. However, corroded keypad traces noted.